Event description:
Procedure: unknown. Reportedly, per the medwatch submitted by reporter, "at the end of the operative case, 2 burns were noted on the pt's left labia, one 1cm and one 0.5cm. The surgeon put (unk) cream on the burns." The facility was contacted and a request for additional info as well as info regarding returning the generator for eval was requested. However, to date the facility has not responded to our queries.